Event description:
The line was inserted in 2001. A routine line access was done to change dressing and perform line maintenance.during the dressing change by home care nurse,it was noted the catheter had separated. The patient was sent to the hospital emergency room and on to radiology for x-rays. The hub was inside the dressing and the distal portion of line segment was removed and a new line was placed.